Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. To date, no revision has occurred.

Event description:
Allegedly broken.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. The product was not returned.